Event description:
It was reported that the membrane of the pump was perforated. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a ruptured downstream occlusion (dso) seal. During the functional testing it was found that the pump records error code 46228. The customer reported problem was confirmed. The cause of the issue was the damaged dso seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.